Manufacturer narrative:
Evaluation of the returned lightning revealed an undamaged and a functional device. During functional testing, the lightning was tested with a demonstration canister and engine and the lightning functioned as intended. The device was able to aspirate water into the canister without an issue. The reported complaint could not be confirmed. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 03/11/2021: 1. Section b. Box 5. Describe event or problem.

Event description:
The patient was undergoing a thrombectomy procedure in the common iliac artery using lightning aspiration tubing (tubing) packaged with an indigo system aspiration catheter 12 (cat12). During the procedure, the physician noted that the tubing was not aspirating blood or water despite a flashing green light and clicking noises. Three attempts were made to power-cycle the system without change. It was also reported that the physician tried to unplug and resecure the tubing; however, the issue did not resolve. Therefore, the tubing was removed. The procedure was completed using new tubing and the same cat12. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using lightning aspiration tubing (lightning) packaged with an indigo system aspiration catheter 12 (cat12). During the procedure, the physician noted that the tubing would not hold suction. Therefore, the tubing was removed. The procedure was completed using new tubing. There was no report of an adverse effect to the patient.